Event description:
It was reported that during the use of the product, leakage of medical fluid from the connection part was observed. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: device evaluation: two samples were returned for investigation. The samples received consisted of two cassette products. Samples were received in used conditions, decontaminated and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage was detected in the sample. The samples were filled with 100 ml of water to conduct a leak test. A leakage was detected in the connection between the extension tube and the female luer in both samples. The complaint was confirmed. A CAPA was opened to investigate the reported issue and to determine the root cause of the failure in leak between the tube and the female luer solvent bonding. CAPA is currently in the investigation results/identified phase. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).